Manufacturer narrative:
Result - the complaint for "invalid impedance" was confirmed. As received, the (3143) leads and the (3386) extension were complete. Microscopic inspection of the returned (3143) lead revealed broken wires 9.5cm distal to the terminal end. Microscopic inspection of the returned (3386) extension revealed several broken wires at the channel welds. The broken wires were consistent with an overstress condition the leads were subjected to while implanted. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report #1627487-2013-12557.